Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical clinical sales representative (csr) identified the da vinci system and the procedure date. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Review of the site history for the instruments used during the procedure found that the multiple use devices used during the procedure (cadiere forceps (2), monopolar curved scissors, endoscope, mega needle driver and large suture cut needle driver) have been used in subsequent procedures with no reported complaints. The vessel sealer extend used during the procedure is a single use instrument; therefore was not subsequently used.

Event description:
It was reported that the patient underwent an uneventful da vinci-assisted sleeve gastrectomy and hiatal hernia repair procedure. Subsequently, on postoperative day 2 (pod), the patient returned to the hospital with unspecified symptoms. A drain was placed and was collecting blood; cultures confirmed the growth of unspecified organisms. The intuitive surgical, inc. (Isi) clinical sales representative (csr) spoke with the surgeon who provided information that gastroenterology service was consulted, and during an endoscopy, what was suspected to be a staple line leak was determined to actually be two paraesophageal holes that were able to be sutured. The staple line was said to be intact, and the surgeon believes the holes were inadvertently made while dissecting to place a penrose around the esophagus. No additional information was provided.

Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) is unable to determine the cause of the injury. No product has been returned to isi for evaluation. System and instrument logs are unable to be performed due to the inability to confirm the procedure.